Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 230 mg/dl. The caller stated that prior to the alarm they were changing the vial. The caller also stated that the customer just got out of the hospital, but it was not insulin pump related; the customer had pain in their pancreas. The discontinuation of the insulin pump was advised. Nothing further was reported.